Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Two to three days following re-implantation surgery on the contra-lateral side, the patient started refusing to wear the processor on the affected right side. In the 2-3 days immediately after surgery, he wore the processor without problem. There is no report of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Two to three days following re-implantation surgery on the contra-lateral side, the patient started refusing to wear the processor on the affected right side. In the 2-3 days immediately after surgery, he wore the processor without problem. There is no report of accident or trauma. The patient was re-implanted.